Manufacturer narrative:
Device evaluation of battery sn (B)(4) was completed. The reported problem (performance issue) was confirmed. Upon receipt, the battery was unable to power on a monitor or charge. The cause of the inability to power on a monitor and charge is the vcc regulator was unstable. The root cause for the unstable vcc regulator could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A distributor returned a battery pack indicating that it had a performance issue.